Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire became detached. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. During insertion the physician advanced the rotablator burr over the 325cm rotawire floppy guide wire however, the distal end of the wire became detached. No resistance was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The incident device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).